Event description:
After dialzyer and lines were primed and rinsed according to policy and procedure and a shiffs test resulted negative, patient was initiated onto dialysis within seconds upon initiation patient complained of "feeling bad" stated "my kidneys feel like they are swellen" patient appeared agitated, diaphonetic and flushed". Treatment was discontinued. Dr. Was notified asymptometic and was placed on a new dialyzer and lines. Pt's symptoms were that of a dialyzer reaction. All other possibilities were rubed out.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.